Event description:
During the preventative maintenance eval on the 9900 system, the error message indicating the iris aperture was too large, was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced and calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.